Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose was 538 mg/dl with high ketones. The customer was taken to the emergency room and treated with an insulin drip and subsequently hospitalized where treatment was continued with insulin drip. Multiple attempts were made by tandem technical support to obtain discharge date however, the customer did not respond.